Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move without resistance in both longitudinal and lateral directions (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the float was a result of inadvertent activation of the foot pedal. The foot pedal mounts were misaligned that cause the table to flex and the pedal to activate. The fe adjusted the mounts and verified that the table locks were working as expected.